Event description:
The physician implanted a stent and when he was repositioning the stent before deployment he realized it was too long and would cover anatomy that could not be covered. He tried to retract the stent out through the sheath and it became dislodged from the balloon. He was able to put a 4mm balloon into the stent and deploy it distal to the desired location. Patient experienced no issues.

Manufacturer narrative:
We are currently awaiting the return of the device for investigation. A follow-up report shall be submitted once the evaluation is completed.